Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 100% stenosed target was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.